Event description:
It was reported that right ventricular (rv) lead exhibited fluctuating impedance values over the lifetime of the system. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sdr303b, implantable pulse generator (ipg), implanted: (B)(6) 2001; product ID: 4592, implantable pacing lead, implanted (B)(6) 2001. (B)(4).